Event description:
The caller alleged discrepant low inratio inr result in comparison to the laboratory inr result. Results are as follows: date inratio inr laboratory inr (B)(6) 2015 1.5 2.1 therapeutic range: 2.0 - 3.0. The time between testing was twenty (20) minutes. Reportedly, improper technique was performed by touching the finger to the inratio test strip sample well. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: the customer reported touching the finger to the sample well. Touching the sample well can impede the flow of the sample down the strip channels causing the unexpected results experienced by the customer. The customer did not provide a lot number or return any products for investigation. Since the product(s) associated with the complaint was not returned and a lot number was not provided, manufacturing record review could not be performed and further investigation was not possible.